Manufacturer narrative:
A getinge field service engineer (fse) reported that they replaced the upper display bezel, and the power management board. The unit passed all functional and safety tests.

Event description:
"It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) had a cracked top display bezel, and the batteries were not charging. There was no patient involvement reported."

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. A getinge field service engineer (fse) reported that they replaced the upper display bezel, and the power management board. The unit passed all functional and safety tests. The following was performed by sr service technician of the maquetfailure analysis and testing (fat) department wayne.the failure analysis and testing dept. Received part power management board wemco with a reported unit failure of unit is not charging the batteries.the failure analysis and testing dept. Performed a visual inspection of the part received and found that the pcb at tp105 is burned out.due to this damage. This part cannot be investigated any further by fat department.it may cause damage to the test fixture.the failure analysis and testing department verified the malfunctioning of power management pcba a serial number: swemco.this board revision is obsolete and no longer able to be tested by a supplier.retaining the board at the fat dept. Per procedure.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) is not charging batteries. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.